Event description:
A silicone lens was implanted and removed due to the pt having a prior eye injury, the surgeon was not able to fit the lens. Company has requested additinal information but it has not been received to date. Initially the information given for this complaint was incorrect.